Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. In (B)(6) 2015 (exact date unknown), the patient had a pocket revision performed for a flipping pump. Patient symptoms were not reported.

Manufacturer narrative:
(B)(4) no longer applies, conclusion codes: no longer applies.

Event description:
Additional information was received from the health care provider (hcp) regarding a patient receiving intrathecal morphine 5mg/ml at 2.05 mg/day. The hcp did not see the patient until (B)(6) 2016 for the first time. The patient had a medical history of inverting intrathecal drug delivery (device), and a revision was completed on (B)(6) 2015 without complication. The patient reported discomfort at the left lower quadrant pocket site with skin erythema. No troubleshooting was performed related to the flipped pump and pocket revision. The cause of the flipping pump was the pocket site enlarging after the initial implant, and the dacron pouch was not secured to the underlying soft tissues. A clinical exam revealed an easily intrathecal drug delivery (device).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.